Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further information received stating that another interface worked fine with the same console.

Event description:
It was reported that the nim 4.0 does not work. There was no patient impact. Additional information received stating that issue occurred during intra-op, 1 or more connection of the patient interface were not working properly, the connection was loose and this cause misfunction. User completed the surgery with another interface. Further information received stating that another interface worked fine with the same console.

Manufacturer narrative:
H3: analysis found the afe board has broken pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 4.0 does not work. There was no patient impact. Additional information received stating that issue occurred during intra-op, 1 or more connection of the (B)(6) were not working properly, the connection was loose and this cause misfunction. User completed the surgery with another interface.

Manufacturer narrative:
H3: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex code b21, c21, g02005 are applicable to this product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6) UDI#: (B)(4) h6: imdrf annex code b17, c20, g02030 are applicable to this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.